Manufacturer narrative:
Product investigation was completed. Returned product consisted of the watchman delivery system (wds). The implant was received inside the device. The hub, sheath, tip, core wire and implant were microscopically, and visually inspected. Inspection revealed tip damage (tricuts flared/bent /markerband misshapen/abrasions) there were numerous kinks in the sheath, sheath damage (abrasions), and anchor damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that a kink occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the device was fully recaptured and removed from the body, it was noted that the wds sheath had accordioned on itself. The device was fully recaptured without incident. Procedure was successfully completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a kink occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the device was fully recaptured and removed from the body, it was noted that the wds sheath had accordioned on itself. The device was fully recaptured without incident. Procedure was successfully completed with another of the same device. No patient complications were reported.